Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Good faith efforts have been made regarding the return of the device for evaluation, but there has been no response from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers report of a ¿b30 scope communications error¿ could not confirmed, however, it is likely that the phenomenon occurred due to connection failure of the communication cable connected to a device or dirt on the connecting terminal with a scope. The root-cause of the issue could not be determined. Per the legal manufacturer, the other device defect included in the initial MDR, e216 scope communications error, has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the intended procedure was a colonoscopy. According to the initial reporter, they used another cart to completed the without complication.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was receiving a b30 & e216 scope communication error on his olympus evis exera iii xenon light source during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.